Manufacturer narrative:
This report is submitted on june 17, 2020.

Event description:
Per the clinic, it was reported that the patient was experiencing intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2020, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on 9 october 2020.